Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water channel, auxiliary channel, balloon channel, and distal end with water. Anios excel d was used as the detergent for pre-cleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, instrument channel, and balloon channel. Simple asept inmed brushes were used for manual cleaning. No manual disinfection was done. The automatic endoscope reprocessor used was soluscope series 4. Soluscope cln was used as the detergent and soluscope paa was used as the disinfectant. The scopes were stored in a dsc8000 drying cabinet. Olympus was used for maintenance and repair. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide device evaluation and microbial testing results. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the distal end failed the electrical safety test, the connecting tube was wrinkled within 10 mm from the adhesive, the scope body and scope cover were broken, the mouthpiece was defective, the channel mount had wear and tear, switch #1 was cut and the indication was unclear, the universal cord was buckled, the angulation of the up/down knob was reduced, and the biopsy channel showed wear and tear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.